Manufacturer narrative:
Patient age and date of birth not available. Patient weight not available. This is a final report.

Event description:
A report was received that during a surgery (2008), the physician had used an expired needle (of 2007). The patient is reportedly doing well after the revision.